Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastroi intestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the implantable neurostimulator (ins) was suspected of depleting prematurely. The ins was showing 0-1 months left and the parameters at the time of report were 6+volts, c+ 2- 3- 40 hz 270 pw. It was reviewed that these parameters provided <(><<)>3 months longevity. The second ins was placed into the patient on the day of report and the first was noted to be still running. The patient was to review the use of high parameters and requirements with their healthcare professional. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.